Event description:
During deployment of the angio-seal device, upon pulling the device back and out hemostasis was not achieved. The suture was cut and in order to achieve hemostasis, a femostop and c clamp were applied due to the pt's anatomy and weight. The pt was discharged home (date unknown). The pt was re admitted 3 days later with diminished right pedal pulses. An angiogram of the right femoral artery was performed the next day which revealed the superficial femoral artery was occluded with thrombus. The angiojet was used and flow was restored in the superficial femoral artery; however, under fluoroscopy some residual hazing was noted and the pt underwent surgery the following day to remove add'l clot. In reviewing the preplacement angiogram, the puncture was above the superficial femoral and femoral profunda bifurcation; however, plaque was noted proximal to the puncture site. The pt was on integrilin.